Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-6410 main pump tubing had a pressure malfunction. This was discovered during a case and the patient was harmed through extravasation. Per facility: "pump ii was used. At the end of the knee arthroscopic operation, the femur was greatly swollen. Water had entered the femur from the arthrodesis. The joint capsule is torn and the lateral posterior part of the thigh is waterlogged and stiff. Range of motion is a little worse, but not enough to warrant additional treatment. The patient is under observation."

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device.